Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal

Event description:
It was reported that the atrial lead dislodged following a recent implant. The lead was explanted and replaced. The patient was stable.